Manufacturer narrative:
Device evaluation: returned device was received big cracked on left plunger case and damaged interconnect board cable. No evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
It was reported that smiths medical medfusion pump plunger is loose. No patient involvement.